Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # heb4221, batch # hjb6151. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy in (B)(6) 2015 and absorbable hemostat was used. The patient experienced postoperative peritonitis and underwent a re-operation on the third day. The bacteriological test was performed and reported presence of escherichi a coli. It was possible that the patient also experienced a vaginal vault infection when the surgeon saw absorbable hemostat between the loose points of the vaginal vault. The surgeon opines that he is not sure that the device was the cause of infection. The patient possibly experienced intestinal obstruction that keeps evolving as chronic pain and possibly underwent a reoperation. The patient was hospitalized. Additional information has been requested.